Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates. Reportedly, the customer reported that the insulin gauge displayed 185 units of insulin, and displayed 155 units after delivering only 3.5 units of insulin during the hourly basal rate. Subsequently, the customer reported that the insulin gauge was decreasing faster than expected. During a follow-up call on (B)(6) 2017, the customer reported that a new cartridge was filled with 280 units of insulin, and initially displayed an accurate fill estimate of over 240 units of insulin. Then, approximately 2 hours later, the insulin gauge decreased to 215 units after bolus and basal delivery. Review of the pump data logs by tandem technical support confirmed the reported issue. The customer reported blood glucose level ranged from 150-250 (mg/dl), and was addressed with a correction bolus. It was confirmed that the customer will continue using the pump for insulin therapy.

Manufacturer narrative:
(Remove: device not returned).